Event description:
It was reported that this right ventricular (rv) lead suffered a dislodgement; a lead revision was performed successfully. No additional information is available at the moment. No additional adverse patient effects were reported.